Event description:
The protege everflex stent was deployed and the physician decided to post dilate. In the attempt to post dilate after successfully atherectomy, the stent appeared to invert at the proximal edge, which prevented recrossing. The physician had to place a balloon-expandable stent to open the proximal edge. The procedure was completed without further incident.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Cine image review: a cine was obtained that shows the tent deployed within the vessel. The cause of the reported difficulties could not be determined because the device was not returned for investigation. The cine provided could not clearly identify the failure reported or contributing factors. No damage was observed, however two struts appear "offset" likely due to vessel anatomy. The image provided was unable to clearly identify anomalies that would have contributed to the event.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.